Event description:
Consumer stated: electric tooth brush and the heads bristles are falling out of the tooth brush the very top bristles. She got them in 2020. The second one fell apart right away and falling off. She lives off the island on a light house she takes care of. June, july and august fell apart all of them.